Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three photos were provided and reviewed. The three photos shows the carboflo which is being sutured by the surgeon in the place of the teared carboflo material. Hence, based on the photo, the reported material split, cut or torn issue can be confirmed. Therefore the investigation is confirmed for the reported material split, cut or torn issue. A definitive root cause for the reported material split, cut or torn issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024), device not returned

Event description:
It was reported that upon removal of c-arm after surgical graft implantation procedure in external iliac artery, prosthesis was allegedly torn. It was further reported that torn part was sutured to continue the procedure. There was no reported patient injury.

Event description:
It was reported that upon removal of c-arm after surgical graft implantation procedure in external iliac artery, prosthesis was allegedly torn. It was further reported that torn part was sutured to continue the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary:the physical device was not returned for evaluation. Three photos were provided and reviewed. The three photos shows the carboflo which is being sutured. However, the suturing is seen, there is no clear evidence of tear. Hence, the reported material tear issue cannot be confirmed. Therefore, the investigation is inconclusive for the reported material split, cut or torn issue. A definitive root cause for the reported material split, cut or torn issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon removal of c-arm after surgical graft implantation procedure in external iliac artery, prosthesis was allegedly torn. It was further reported that torn part was sutured to continue the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2024).